Event description:
It was reported that the device had shocked the patient inappropriately due to telemetry anomaly. The device reached eol one year prior to event. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).